Event description:
It was reported that at a follow-up appointment, this recently implanted device revealed a higher than expected power consumption (189%) and decreased longevity (3.5 years remaining) from the device battery. Right atrial (ra) impedance spikes were also observed. Boston scientific technical services (ts) was contacted and confirmed that due to errors in the ra sensing channel, this device was drawing higher than expected power. Emergent device replacement was recommended. This device was subsequently explanted and replaced to resolve the event. No additional adverse effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that at a follow-up appointment, this recently implanted device revealed a higher than expected power consumption (189%) and decreased longevity (3.5 years remaining) from the device battery. Right atrial (ra) impedance spikes were also observed. Boston scientific technical services (ts) was contacted and confirmed that due to errors in the ra sensing channel, this device was drawing higher than expected power. Emergent device replacement was recommended. This device was subsequently explanted and replaced to resolve the event. No additional adverse effects were reported. The device was returned for analysis.